Event description:
It was reported that during the pretest in the emergency room, the foley catheter sterile water could not be drawn back. It was possible by forcing it but after consultation, it was decided not to use it.

Manufacturer narrative:
The reported event is unconfirmed. Received (5) photo samples. Visual inspection of the photo samples noted one opened, used temp sensing foley catheter with sample port connector and no syringe. Verified material number 119314 and batch number ngjz2896. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Received a 3 way temp sensing catheter with cut portion of inlet tubing. Using the in house luer lock syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and catheter rested with no leaks. Deflated balloon passively in 01min30secs with no cuffing noted. Risk and labelling reviews are not required as the reported event is unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test in the emergency room, the foley catheter sterile water could not be drawn back. It was possible by forcing it but after consultation, it was decided not to use it.